Manufacturer narrative:
A ge service representative performed an onsite investigation. The processor chip on main frame control panel processor pcb and circuit board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer responded that the c-arm would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death.